Manufacturer narrative:
(B)(4). Batch # 279c64. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc10 device was received with no apparent damage and with a reload loaded. The reload was received with the swing tab in the unlocked position and with 3 missing staples on the proximal end. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The cut line was complete, however 2 more missing staples were found scattered along the staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 279c64, and no non-conformances were identified.

Event description:
It was reported that during an open distal gastrectomy, the staple fell off. When the device clamped the target tissue, the device clamped the tube in mistake. The surgeon removed the device in hurry, so the staple fell off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.